Event description:
Devilbiss healthcare received a complaint of "adjustment knob won't turn" involving a devilbiss suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The cause of the low suction condition was liquid spilled into the pressure gauge, preventing the adjustment knob from turning properly. The unit was repaired and returned to the provider.